Event description:
A patient received standard tangent breast treatment. The therapist loaded the wrong reference data for a patient and then broke the synergistiq workflow when the system informed them that the correct reference was not there. They then made a shift against an incorrect isocentre. This occurred for two fractions.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
The root cause of the problem was user error and failure to follow instructions. There are sufficient warnings and manuals in place to guide and warn the clinical user of selecting the correct preset prior to kv acquisition. No further actions intended by the manufacturer. This is the final report.